Manufacturer narrative:
Product ID: 8781, lot# n734404003, implanted:(B)(6) 2018, explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that during the implant procedure on (B)(6)2018, it was considered that flow of cerebrospinal fluid had been confirmed, although it had been a small amount. During the x-ray on (B)(6) 2018, contrast medium was attempted to be injected from the rotator catheter access port, but failed due to resistance. It was found that the catheter was occluded. On (B)(6)2018, the spinal catheter was removed and abdominal cavity side catheter port was injected; cerebrospinal fluid flowed smoothly. Therefore, it was considered that the spinal catheter was occluded due to being placed in epidural space. The spinal catheter was replaced. After that, the effect on spasticity was observed. The event was considered not causally related to the drug, pump, or programmer, but was causally related to the catheter and surgical procedure. It was stated there was no overdose, withdrawal symptoms, or resistance. The attending physician's assessment indicated that during the operation, it was considered that the small amount of backflow was due to decreasing cerebrospinal fluid. When the abdominal cavity side pump and the catheter were connected, aspiration by negative pressure was performed, and all the staff in the operating room thought that they confirmed backflow of cerebrospinal fluid. It was considered that the catheter was probably inserted in epidural space, but it was strange that contrast medium could not be injected at all from the rotator catheter access port. The hcp wondered if complete occlusion occurred. The patient's medical history included sick sinus syndrome, with an onset date of (B)(6)2017. Therapy included oral warfarin. On (B)(6) 2017, dysuria and quadriplegia were observed. The spinal cord infarction (c2-th2) was detected. Marked spasticity was observed when the upper limb was extended. On (B)(6)2018, a screening test of baclofen (gabalon) was performed (50 mcg/day). Improvement in spasticity when the upper limb was extended was observed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n7345404003, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 50 mcg/day) via an implantable pump for spinal cord infarction. It was reported drug injection was not possible due to catheter trouble. The date of the incident was (B)(6) 2018. The patient had undergone a pump system implant procedure on (B)(6) 2018. Since there was no effect at all, there was a report that the medicine was not being injected. Catheter contrast examination would be performed on (B)(6)2018. It was stated that because it was impossible to inject contrast agent, the hcp judged that catheter trouble had occurred (site was unknown). It was also stated that aspiration from the catheter access port (cap) failed. Catheter repair procedure would be scheduled for (B)(6) 2018. The event was considered not causally related to the drug, unknown if causally related to the pump, programmer, or surgical procedure, and considered causally related to the catheter. It was assumed that the intrathecal space was originally narrowed due to spinal cord infarction. There was difficulty confirming the outflow of cerebrospinal fluid (csf) during intrathecal puncture. It was stated normal saline was also injected into the intrathecal space. Lastly, the pump was connected and aspiration from the cap was performed, but there was a possibility that the tip of the catheter might have been dislocated outside of dura mater. The event was considered serious and the outcome was unrecovered. Additional information was received. As it was assumed there was catheter trouble, catheter replacement procedure was performed on (B)(6) 2018. The hcp confirmed patency of the pump side catheter and there was no problem. The hcp judged that the intrathecal catheter had entered the epidural space. After removing the catheter, the intrathecal catheter was implanted again. This time, spinal fluid from the intrathecal catheter was confirmed. The hcp confirmed that the catheter could be inserted into the intrathecal cavity by fluoroscopy, and the restoration was completed. The hcp assessment indicated that at the time of the first implantation the catheter entered the epidural space, so it could not be tested by fluoroscopy. The hcp then considered that it seemed there was no effect. The event was considered recovered as of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was undetermined if there were any contributing factors to the catheter being placed in the epidural space. The catheter would not be returned, as it was discarded by the business partner.